Event description:
It was reported that during a lead replacement procedure, high defibrillation impedance was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a high voltage lead impedance (hvli) anomaly was confirmed. Analysis of the device image found out-of-range high voltage lead impedances while implanted. Out of range post shock high voltage lead impedance was observed while testing the device in the lab. Additional investigation was not able to replicate the high voltage lead impedances anomaly observed by the field or by the lab. An anomalous hybrid was found to be the cause. The root cause of the reported event could not be determined.